Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, the patient presented and was admitted for a post-operative pseudoanuerysm noted at the right groin. Medication was administered via intravenous therapy. Surgical repair of the pseudoaneurysm was performed with an ipsilateral greater saphenous vein patch. The patient was discharged two days later.

Manufacturer narrative:
Continuation from d10: product ID: mdt-trans valve (unknown serial); product type: 0195-heart valves; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated additional surgical intervention may have occurred as result of the groin bleed.

Manufacturer narrative:
Corrected data: b5 <(>&<)> h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received confirmed and clarified one surgical intervention occurred. The hemoglobin was reported to have measured 12.5.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated three units of blood were also transfused. The patient was discharged 13 days following the hospital admission.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. And h4. The lot number of the suspect medical device was received; therefore, section d and h4 are now populated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one month following the implant of this transcatheter bioprosthetic valve, the patient presented and was admitted for a post-operative pseudoanuerysm noted at the right groin. Medication was administered via intravenous therapy. Surgical repair of the pseudoaneurysm was performed with an ipsilateral greater saphenous vein patch. The patient was discharged two days later. Additional information was received to report approximately one week later, the patient was re-admitted due to bleeding at the right groin. Approximately two weeks later, the bleeding was reported to be resolved and the patient was discharged. It was reported neither the medtronic delivery catheter system, sheath, nor guidewire contributed to the bleeding. It was reported the pseudoaneurysm, bleeding, and subsequent hospitalizations were "probably" related to the valve implant procedure.